Event description:
Caller reported that a pump issued an altitude alarm 21, an issue seemingly persistent since a previous call. Due to this malfunction, there was an adverse impact on the customer's blood glucose level, with levels reported as "high" though without a specific value. Customer administered a corrective insulin injection via multiple daily injections and did not require third-party assistance. The customer had regularly cleaned the pump and taken preventative precautions, yet the issue remained unresolved. Consequently, technical support decided to replace the pump under warranty, providing one with updated software. The customer was advised on necessary steps, including programming the replacement pump and returning the faulty pump within 10 days to avoid additional charges. The customer understood and acknowledged these instructions.